Manufacturer narrative:
This event was inadvertently reported. Car adapter issue is not a reportable event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a car power source using the tandem-provided car adapter. Subsequently, the pump shut down. The customer's blood glucose (bg) ranged from 120-400 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an wall adapter/outlet to charge the pump.